Event description:
It was reported that it was noted on x-ray that a guidewire was left in a pt 6 days post insertion of a cvp catheter. A 7 french sheath in the right groin, intravascular forceps and .018 intravascular snare catheters were used to retrieve the guidewire during cardiac cath. No pt. Complications were reported.